Manufacturer narrative:
Concomitant medical products: 5019 adaptor. Implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having their cardiac resynchronization therapy defibrillator (crt-d) prophylactically explanted and replaced to allow for breast cancer surgery. During the procedure, it was observed that the crt-d on the left side had slipped down from its original position. No patient complications have been reported as a result of this event.